Event description:
Getinge became aware of an issue with one of surgical lights ¿ powerled. Upon inspection, it was found that the connection between the headlight and fork is physically damaged, which could lead to the headlight falling off. The issue was confirmed by photographic evidence. Additionally, the designated complaint unit employee identified paint chipping on the headlight based on the submitted images. No injuries have been reported, however we decided to report this issue out of an abundance of caution, as any part or particles falling into the sterile field or during a procedure could cause contamination or injury in the event of recurrence.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.